Event description:
Account complained to the sales consultant that during a pelvic acetabulum osteotomy procedure the handle on the curved pelvic osteotome broke. Nothing fell into the patient and all pieces were retrieved. The surgeon used this osteotome with vice grips to complete the procedure with no adverse effect to the patient. This is 1 of 1 reports for this event, (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual inspection performed as part of the manufacturing evaluation revealed the handle is missing a v shaped section of material, on both sides, just above the retaining pin. There were also cracks radiating from the pin toward the chisel end, on both sides. The cracks and missing pieces indicate impact damage. This is common among osteotome phenolic handles. With the pin location up near the top of the handle, there is not enough material to absorb repeated impacts. Over time the handle will crack between the pin and the end cap. The instrument listed here was manufactured to print. The event has been determined by this investigation to be invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.